Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Chronic triceps rupture, right elbow, status post total. Elbow arthroplasty. Right elbow restore function, decrease pain. .